Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not available.

Event description:
Patient underwent a revision of a right competitor acetabular component on (B)(6) 2017. Procedure was completed successfully and the post op x-rays looked good. The patient subsequently fell out of bed . He went to the emergency room. X-rays showed that he was dislocated and the position of his cup had changed from the post op films. He was scheduled for a revision on (B)(6). The operation was completed successfully.